Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction with a 450cc saline mentor medium height tissue expander and experienced symptoms of metal toxicity postoperatively. Specific symptoms were not reported. The patient¿s physician noted that an investigation into the symptoms would take place, but no lab results or diagnosis has been provided. Multiple follow up attempts have been made without response, and the root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.